Event description:
During initial implant procedure, inadequate capture measurements were observed on the right ventricular (rv) lead. While attempting to reposition the rv lead, the helix was unable to rotate. A new rv lead was successfully implanted to resolve the event. The patient was stable with no consequences.